Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician; - st jude medical (B)(4) reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 8.0-8.7cm from the distal tip, consistent with friction to another device. External insulation abrasion was found at 47.0-48.0cm fr rom the distal tip, consistent with friction to the ICD can. The etfe coating was intact at both locations. The electrical continuity was normal.